Event description:
It was reported that a user experienced high glucose after disconnecting from the ilet pump for a shower and not reconnecting, with insulin delivery halted due to an empty cartridge and the pump displaying an alert to stop insulin delivery; the user reported no infusion set leaks and was using an inset 6 mm 23 in set, and troubleshooting and education were provided including a full supply change. Symptoms included hyperglycemia reaching 400 mg/dl accompanied by dizziness. Outcomes included continued elevated readings until supplies were changed and insulin delivery resumed, after which glucose began to decline. Investigation included telephone-based troubleshooting and education regarding cartridge replacement, infusion set change, and reconnection. Investigation of this case revealed user-related interruption of therapy due to failure to reconnect and an empty cartridge that resulted in suspended insulin delivery, with no evidence of device or component malfunction of the infusion set or pump. It was concluded, based on previously established findings for similar reports, that the cause was use error leading to interruption of insulin delivery.